Event description:
A nurse contacted baxter (B)(4) regarding a connection issue with a locking titanium adaptor. The nurse reported a disconnection of the titanium adaptor during automated peritoneal dialysis procedure. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a connection issue with a titanium adaptor was not confirmed and the root cause could not be determined, as no sample was returned and no lot number was known so no batch review could be performed.